Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and on (B)(6) 2013 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that patient underwent excision of mesh on (B)(6) 2013 due to mixed urinary incontinence and vaginal mesh bunching.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on due to sui, symptomatic posterior vaginal vault prolapsed. It was reported that following insertion the patient experienced extrusion, infection, urinary & bowel problems, recurrence, dyspareunia & vaginal scarring.